Manufacturer narrative:
Block e1: (B)(6). Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device found that the clip assembly was attached to the bushing and the control wire was detached from the yoke. The catheter was disassembled for further analysis and it was observed that the control wire was severely kinked along its body. Microscope examination was performed on the clip assembly, and it was observed under high magnification that the clip arms were misaligned. Additionally, the clip assembly was disassembled for further analysis and the clip arms were broken and showed evidence of corrosion. A dimensional examination was performed to further analyze the deployment issue, and the control wire's length was within specification. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations to address these issues are in place. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6)2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the physician gently pulled off the clip from the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Initial reporter: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the physician gently pulled off the clip from the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.